Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: patient ID: (B)(6). Additional codes: mni, mnh, kwp, kwq. (B)(4). (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. The lot number is for the production for a single part of the mentioned article and the single part got assembled to the mentioned article with lot 8045770. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that sometime in (B)(6) 2015, during an initial spinal fracture fixation procedure, the clamp became stuck in the upper part of the screw and was not passing. Due to this incident the surgery was delayed 60 minutes. The surgery was completed successfully, the surgeon was able to explant the screws and implant new screws. The patient is stable. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Due to the intraoperative issue with the screws, the devices were not implanted or explanted. Product investigation summary: one (1) schanz screw and two (2) fract-clamps were received for investigation. The investigation on the fract-clamps has shown that a device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected. Based on this result, no further investigation is required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.